Manufacturer narrative:
Serial number of the device not provided by the complainant, therefore the expiration date is not known. Serial of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification number was not provided by the complainant. Internal complaint reference#:(B)(4).

Event description:
The customer reported observed abnormal cells that were not located in the 22 fovs selected by the imager. Hologic cytology application specialist (cas) reviewed slide (5277774-2016) as an unknown mixed with other slides. Case presented had no triggers in the 22 fovs (fields of view) to prompt an autoscan. Full review of slide during qc showed abnormal cells outside the fovs. Cas reviewed this case and discussed with lab supervisor. The agreed there were no changes seen in the 22 fov to prompt an autoscan. The slide showed a clean background with mature epithelium. One group/cluster of cells was found outside the 22 fovs that would prompt an auto scan. The case was diagnosed as low grade squamous intraepithelial lesion, february, 2016. The cas performed inspection and instrument operational.